Event description:
Extreme cramping. Persistent bleeding. Vomiting. Nausea. Hair loss. Headache. Dizzy spells. Body rash (painful and itchy) extreme pelvic pain. Bloating. Fatigue. Weight loss. Joint pain. Body stiffness. Neck/back/abdominal pain.

Event description:
Additional info received from the reporter on (B)(6) 2014: just had surgery to remove my essure, ((B)(6) 2014) lost fallopian tube and ovary.

Event description:
Additional info received from reporter on (B)(6) 2014: I have now had surgery to remove the device. I lost my right fallopian tube, as well as my right ovary! My daily headaches have subsided, no more extremely heavily bleeding, no pain in my pelvic region, no more extreme bloated belly, fatigue is almost fully gone (the more my body heals the better I feel) I feel like I'm actually (B)(6) years old again! Essure destroyed my life for 5 months! My future at this point is unknown more surgery maybe?! But for now essure is out and my body is recovering from the damage! Also scar tissue had began to connect organs (like ovary) as well as fibroids that were previously not there had grown in the 5 months I had essure! (Only on the right side that the coil was placed) (left side remained healthy due to no coil being implanted!